Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was recurrent pulmonary embolism (pe). The ivc was injected, confirming normal caval anatomy, absence of clot, sizing, and the level of the renal veins. The cordis trapease filter was then deployed without difficulty just below the level of the lowest renal vein. Positioning was confirmed with a post deployment injection. There were no immediate complications encountered. The filter subsequently malfunctioned including, but not limited to, fracture, perforation, migration, tilting, and occlusion. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc, blood clots, clotting and or occlusion of the ivc and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation, migration, tilting, and occlusion. Per the implant records, the filter was indicated for recurrent pulmonary embolism (pe). The common femoral vein was entered using a single wall micro puncture technique and the introducer sheath/catheter was advanced to the iliac bifurcation. The inferior vena cava (ivc) was injected, confirming normal caval anatomy, absence of clot, sizing, and the level of the renal veins. The cordis trapease filter was then deployed without difficulty just below the level of the lowest renal vein. Positioning was confirmed with a post deployment injection. There were no immediate complications encountered. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately sixteen years and nine months after the filter implantation. The patient reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc, blood clots, clotting and or occlusion of the ivc and further experienced anxiety related to the filter.